Event description:
It was reported that impedance is greater than 3000 ohms since two days after the generator change. Inquiry was made as to whether this change may be due to a set screw issue or a lead fracture. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed high resistance/impedance. Out of tolerance subthreshold lead impedance patient alerts are recorded on (b)() 2010 and (B)(6) 2010. The trend chart for maximum ventricular pace impedance appears at 4047 ohms the week of (B)(6) 2010, falls to 1311 ohms the week of (B)(6) 2010 then back to 4047 ohms for the remainder of the record.